Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: on investigation, there was no visible damage to the keypad cover. On testing, all keypad button demonstrated normal response. Investigation did not duplicate the alleged under-responsive ok button complaint. The keypad cover was removed from the pump revealing that the button contact on the ok button was inverted and did not have audible ¿click¿ when depressed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.